Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received communication from customer alleging rash on patient¿s skin where the sensor was applied two days after the use.